Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) was recently implanted with the device and now presented to the emergency room (ER) due to receiving a shock while sleeping. Technical services reviewed the device data and determined that the patient received one inappropriate shock due to noise that was being oversensed. It was suspected the noise was due set screw seal plug air fluid exchange. The device was re-programmed to primary and a manual setup was performed. At this time, the device remains in service. No adverse patient effects were reported.